Manufacturer narrative:
Additional information: d10, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. A simulated therapy was initiated and completed on the cycler without complication. The weighed fill volumes were found to be within tolerance and fill times were within specification. No fluid leaks in the test cassette during the treatment test. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. Load cell verification testing was performed with no issues noted. There were no discrepancies encountered in the internal inspection of the cycler. A review of the device manufacturing records was conducted by the manufacturer. In addition, a device history record (DHR) review was performed and found the cycler identifying, disinfecting and disposition form ¿fluid leak¿ marked by return goods on 10/18/19. The mushroom head check passed on 10/18/19. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, and the serious adverse event(s) of death. The etiology of the event(s) is unknown; therefore, causality cannot be established. However, the patient¿s death occurred while the patient was undergoing ccpd therapy. The esrd population continues to have significantly higher mortality, and fewer expected years of life when compared to the general population. Additionally, adults with esrd have mortality rates up to 30-fold higher than the general population. Based on the totality of the information available, the liberty select cycler cannot be disassociated from having a possible causal or contributory role in the event(s). While there is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) deficiency or malfunction caused or contributed to the event(s). The lack of information (e.g. Patient demographics, discharge summary, esrd death notification, autopsy report, death certificate, treatment data) and a manufacturer evaluation of the suspect device, the liberty select cycler cannot be excluded from the event(s). Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient passed away during treatment while connected to the cycler. Additional information was requested, however it was not available.